Event description:
The reporter stated that the pt required an occipital approach for implantation of a shunt. An (B)(4) low pro shunt was primed and checked for patency. The surgeon determined that the ventricular catheter that was part of the (B)(4) low pro system was not long enough for his implantation strategy for this particular case. The longer ventricular catheter included in the (B)(4) ventricular catheter accessory kit was selected and used instead. After ventricular insertion, the catheter was tunneled down the back of the neck. As the catheter was externalized and drawn through, it broke at one quarter of an inch outside of the scalp. The surgeon attempted to proceed and connected the shunt. Air bubbles entered the catheter. The surgeon removed the catheter and inserted a new ventricular catheter from another (B)(4) ventricular catheter accessory kit. The second insertion was not successful. The pt's cerebrospinal fluid became depleted. It was decided instead to repair the ventricle. The following week the pt had a different type of shunt inserted. The pt's subsequent recovery was uneventful. This device is not intended for implantation. The instructions for use for this device states: indications: the ventricular catheter is intended for use with external cerebrospinal fluid (csf) drainage, sampling, and collection systems.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.